Manufacturer narrative:
The device was returned to olympus for inspection and the circuit board was replaced. Based on the results of the investigation, the error code and blackout image were likely due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited error code e216 and a blackout image. There was no patient involvement.